Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. The existing aus stopped working due a break in tubing and fluid loss. The device was explanted. No further patient complications reported.